Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause the device was not returned for evaluation and no other evidence were provided. No further investigation of this event is possible at this time.

Event description:
It was reported that a wrong dose was infused involving a user selecting the ¿drug calc¿ function and inputting a wrong entry. The user was on the guardrail drug screen but never selected the drug for which the infusion was intended. Per report, the user used the drug calc feature after a second checker had verified the weight-based dosing. The reporter attributed this to be a use error and that the pump reportedly "operated by design, and that the infusion took place outside of the guardrail suite without any guardrail protection." Bd received additional information on 26 september 2025. It was reported that the event occurred on 09 september 2025. The infusion was heparin 25,000 unit/250ml bag, ordered to infuse at 8ml/hr. (800 units/hr.). Per report, the patient had "no significant clinical adverse outcome." However, a reversal agent protamine sulfate had to be administered and the patient "clinically recovered, hemodynamically stable without bleeding." Although a request was made to return the devices to the manufacturer for investigation, the customer stated that the devices are not available as they were not sequestered after the event, and the serial numbers are not known. There is an implied request from the customer for the device to have an additional alert option around the drug calc dose feature, e.g. For the user to confirm/validate that the pump is operating outside guardrail suite before they press ¿start¿".

Event description:
It was reported that a wrong dose was infused involving a user selecting the ¿drug calc¿ function and inputting a wrong entry. The user was on the guardrail drug screen but never selected the drug for which the infusion was intended. Per report, the user used the drug calc feature after a second checker had verified the weight-based dosing. The reporter attributed this to be a use error and that the pump reportedly "operated by design, and that the infusion took place outside of the guardrail suite without any guardrail protection." Bd received additional information on 26 september 2025. It was reported that the event occurred on 09 september 2025. The infusion was heparin 25,000 unit/250ml bag, ordered to infuse at 8ml/hr. (800 units/hr.). Per report, the patient had "no significant clinical adverse outcome." However, a reversal agent protamine sulfate had to be administered and the patient "clinically recovered, hemodynamically stable without bleeding." Although a request was made to return the devices to the manufacturer for investigation, the customer stated that the devices are not available as they were not sequestered after the event, and the serial numbers are not known.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.